Manufacturer narrative:
The device was received with the cannula fully deployed. No timeouts or drive stalls were seen in the download data. Inspection of the device found no damages or defects that would contribute to the cannula inserting improperly. The cause of the reported event could not be conclusively determined. The fluid path was tested for leaks. No leaks were found.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 400 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient was unsure if cannula was properly seated in the infusion site. The pod was also leaking insulin.